Event description:
According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 40-40, lot# c2459036b. Procedure date: (B)(6) 2020. Serious adverse event (sae7). Negative aortic remodeling. Date of amds implant ¿ (B)(6) 2020. Event start date ¿ (B)(6) 2021. Event end date ¿ (B)(6) 2024. Event ongoing: no. Sequence number: 7. Event onset date ¿ (B)(6) 2021. Is the event ongoing? No. Event end date ¿ (B)(6) 2024. Was this event expected? No. Event: vascular. Other: negative aortic remodeling. Describe event: chronic residual dissection with formation of an aortic arch aneurysm indicate relation to amds device: possibly. Indicate relation to amds implant procedure: possibly. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital: no. If hospitalized, date of admission: (B)(6) 2024. If hospitalized, date of discharge (B)(6) 2024. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Treatment related to event related ae. #7 ¿ event vascular ¿ event onset date 09aug2020. Identify the type of treatment: surgical. Indicate surgical intervention: aortic arch stent. Was dialysis done? No. Is amds removed? No. This investigation is relegated to amds 40-40, lot# c2459036b for chronic residual dissection with formation of an aortic arch aneurysm.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. According to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study "protect" and reported retrospectively. Amds 40-40, lot# c2459036b procedure date: (B)(6) 2020 serious adverse event (sae7) negative aortic remodeling date of amds implant ¿ (B)(6) 2020 event start date ¿ (B)(6) 2021 event end date ¿ (B)(6) 2024 event ongoing: no. Sequence number: 7 event onset date ¿ 26jan2021. Is the event ongoing? No. Event end date ¿ (B)(6) 2024. Was this event expected? No. Event: vascular other: negative aortic remodeling describe event: chronic residual dissection with formation of an aortic arch aneurysm indicate relation to amds device: possibly indicate relation to amds implant procedure: possibly did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: debakey type a dissection did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: medical or surgical intervention to prevent permanent impairment of a body structure or function is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital: no. If hospitalized, date of admission: (B)(6) 2024. If hospitalized, date of discharge (B)(6) 2024. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Treatment related to event related ae. #7 ¿ event vascular ¿ event onset date 09aug2020. Identify the type of treatment: surgical. Indicate surgical intervention: aortic arch stent. Was dialysis done? No. Is amds removed? No. This investigation is relegated to amds 40-40, lot# c2459036b for chronic residual dissection with formation of an aortic arch aneurysm. The manufacturing records for the amds 40-40, lot# c2459036b were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 63-year-old male who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2020. Adverse event # 7 reported a vascular event as ¿negative aortic remodeling¿ with an onset date of 26jan2021 and an end date of (B)(6) 2024. The ae form providing the following additional details ¿chronic residual dissection with formation of an aortic arch aneurysm¿. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2024 as a result of this event. Surgical treatment described as ¿aortic arch stent¿ was provided. The event was documented as resolved and the patient was discharged on (B)(6) 2024. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. The images were reviewed by an artivion representative on (B)(6) 2025. The reviewer reported the following significant findings ¿3-6 months follow up after implantation of amds shows aneurysm outside of amds¿. The reviewer agreed with the complaint description. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g., persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. A complaint and recall query was performed for amds 40-40, lot# c2459036b to identify previously reported complaints or recalls associated with this lot number. Two complaints were identified and are unrelated to this event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.